Manufacturer narrative:
(B)(4) 2015 10:37 am (gmt-5:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, the vasoview hemopro 2 device had loose wires in the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage was observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for ¿bent wire.¿ specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, the vasoview hemopro 2 device had loose wires in the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.